Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received an ¿unable to proceed, connect cgm¿ alert on the ilet while attempting to announce a meal. The pump was reportedly off for a period and the user experienced hyperglycemia. Symptoms included elevated blood glucose values up to 288 mg/dl. Outcomes included transient disruption of automated insulin dosing with restoration of glucose to 176 mg/dl later the same day and 89 mg/dl thereafter, without injury or need for medical intervention. Investigation included review of device performance history and user-reported troubleshooting and education regarding cgm connectivity. Investigation of this case revealed a cgm signal loss event leading to pump suspension and subsequent hyperglycemia that resolved after reconnection and continued use. It was concluded that the event was related to cgm communication loss affecting closed-loop insulin delivery, with no evidence of device malfunction beyond connectivity interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.